Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus water-resistant cap, after autoclave sterilization, a brown rust-like substance adhered to the metal mouthpiece. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to e1 and g2. The equipment returned to olympus was not the main body of the device, but a swab from which adhered materials was collected. There was a "brown adherent material" found on the returned cotton swab. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the brown foreign material was unable to be specified. However, probable causes for the brown foreign material include: -reprocessing was practiced in the condition that was not covered in the instruction manual, such as the temperature and period of time in the facility. -damage from autoclave sterilization while the detergent remnants remained. A final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 2 function and inspection of the accessories for reprocessing, section 2.3 water-resistant cap (maj-1214, green): inspection 1. Confirm that inside the water-resistant cap is dried and has no stain. 2. Check the packing section of the water-resistant cap for cracks, scratches, and stain. 3. Confirm the venting connector is not loose.¿ olympus will continue to monitor field performance for this device.